Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the implantable cardiac monitor exhibited false pause episode suspected due to loss of contact in the device pocket. Programming changes were made. The patient was stable.